Manufacturer narrative:
(B)(4) initial emdr submission-customer advocacy has reached out to customer to provide sample for the investigation. Ups label was provided to the customer. At this time we are currently waiting for the sample. Once the investigation is complete or if we receive any additional information we will provide a follow up emdr.

Event description:
The customer reported that there are holes and cuts in the anesthesia breathing circuit. Customer stated "I believe the circuit initially passed the leak test." Customer confirmed the circuit was used on a patient, and that there was no patient harm. The customer stated the anesthesiologist covered the holes with tape. The anesthesiologist continued the case with this circuit and the tape repair.

Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections and additional information has been completed. Initial emdr submission codes completed.

Manufacturer narrative:
(B)(4). Device evaluation summary. One sample was received for evaluation. A visual inspection was performed and the holes reported could be observed. The sample was also submitted to a functional inspection (leak test) and it failed; therefore the reported condition was confirmed. The device history record was reviewed for the reported lot number and no issues were found. A process method error could contribute to the reported failure. The spark tester works by detecting slits (product defects) in the hose. When the spark tester finds a slit in the hose a signal is sent to the puller to segregate the affected units. There is no alarm when the spark tester is off during production, this could contribute to the unit with the slit. Quality personnel also perform a sampling inspection of the hoses with a leak test. Based on the results of the investigation it is not possible to determine a root cause for the issue reported. However it was observed that there is no alarm when the spark tester is off during production. This could contribute to this reported failure. Carefusion/bd has notified and retrained the manufacturing personnel. An alarming aid will be implemented to intensify the detection in the spark tester, and the manufacturing procedure will be updated to include the steps to follow when the spark tester is alarmed. (B)(4).